Event description:
It was reported that the electrode had migrated and was more superficial. The doctor repositioned the electrode to an area down by the sternum. Also, the doctor revised the pocket to place the pulse generator more on the chest wall. There were no additional adverse patient effects. The system remains implanted.